Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned. Device in wrong position: the cause of the device in wrong position was unable to be determined due to insufficient clinical details. Access site adverse event: the cause of the bleed was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1978858. Device history batch subcomponent lot: n/a. Device history review device (sn: (B)(6)) passed all post sterile inspection checks.

Event description:
It was reported that the patient was admitted for chest pain. Was later taken to cath lab for intervention to left anterior descending artery. The patient was sent to intensive care unite and returned to cath lab due to worsening chest pain, found stents to be thrombosed. Intervention completed to remove thrombus. The patient then coded and impella cp placed. While one support the impella moved into aorta and unable to reposition leading to pump removal. Per ICU nurse there was significant bleeding at impella insertion site that was not controllable that required a vascular cutdown. The patient outcome is unknown.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.